Event description:
Customer reported a button error alarm. The blood glucose reading was 152 mg/dl. She stated that the insulin pump was exposed to high humidity. Nothing further was reported.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.